Manufacturer narrative:
H.6. Investigation: no samples or photos were provided to our quality team for investigation. A device history record review found no non-conformances associated with this issue during production of lot 2004252. The final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, bd has previously investigated this failure and found damage can occur as a result of the product jamming within the manufacturing equipment. A project, c-526-19, was initiated to reduce damage on our product. H3 other text : see h.10.

Event description:
It was reported that 3 syringes 50ml ll leaked. The following information was provided by the initial reporter: "quality defect appeared 3 times on the same batch location: chemotherapy unit syringes contain medical products impact: leaky chemotherapy on preparer gloves no impact on patients observation: impacts, grooves type, visible to the naked eye on the outside of the syringe which seems to create roughness inside the syringe and thus make it permeable to the passage of the piston."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringes 50 ml ll leaked. The following information was provided by the initial reporter: "quality defect appeared 3 times on the same batch location: chemotherapy unit syringes contain medical products impact: leaky chemotherapy on preparer gloves no impact on patients observation: impacts, grooves type, visible to the naked eye on the outside of the syringe which seems to create roughness inside the syringe and thus make it permeable to the passage of the piston."